Manufacturer narrative:
Release rod.

Event description:
It was reported by service report that the jack was reported to be drifting. There was pt involvement; however, no adverse consequences were reported.